Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for radius fracture between distal and shaft point with the drill bit. During the drill for a cortex screw hole, the drill bit broke. The surgeon commented that he drilled a hole at the wrong angle by mistake, and it caused the breakage of the drill bit. The surgeon used another drill bit, but the surgeon had difficulty in drilling because the second drill bit had a malfunction, reported in (B)(4). The specific malfunction was unknown. It was not reported how the surgery was finished, but there was no surgical delay. No fragments remained in the patient, which was confirmed by an x-ray. The procedure was completed successfully, and the patient was reported to be in stable condition. Concomitant devices reported: cortex screws (part number unknown, lot unknown, quantity unknown). This report involves one (1) 1.8mm drill bit with depth mark/qc/110mm. This is report 1 of 1 for (B)(4). This product complaint is related to (B)(4) which reports about the poor drilling of the drill bit. This product complaint reports about the breakage of the drill bit in the same surgery.